Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. High jacket retraction noted. Added stent to contra side to resolve type 1 endoleak. Outcome was a successful implant.